Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's. The patient has alleged visualization of particles. There was no report of harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.